Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that allegedly three pcu modules will not power up, and therefore, the front case keypads of the three pcu modules will be replaced. There was no reported patient involvement.